Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported dental implant failed due to intense pain. The doctor reports loss of sensitivity, edema, discomfort and inflammation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Device was measured with a caliper and matched print specifications. No malfunctions detected that could lead to the reported event. Implant has signs of removal damage and debris from use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type, clenching. The reported device was located on tooth # 46 (fdi) and was used for approximately 14 days. DHR review was completed for the subject lot number (1256202). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1256202) for similar events and one (1) other complaint was identified. Review completed utilizing keywords: pain. Therefore, based on the available information, device malfunction did not occur, and the reported event was non-verifiable with the information provided.